Event description:
An adverse event form for a study patient was received indicating that the patient experienced an increase of severity of seizures. It was noted that the event was ongoing and was severe. It was noted to be possibly related to device stimulation. Medication was added. It was noted that the increase in severity of seizures resulted in initial or prolonged hospitalization. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further information was received indicating that medication had not been added, but the dosing/schedule of the medication had been changed.

Event description:
Additional information was received stating that the vns study patient¿s treatment from the device had been interrupted but did not cause the patient to discontinue from the study.

Event description:
Further information was received indicating that the vns patient¿s increase in seizures had resolved on (B)(6) 2014.